Event description:
It was reported that during the implant procedure, the helix was suspected of failing to deploy. There was also an erratic sensing amplitudes. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.